Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the programmer needed new batteries and that the issue was resolved. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator with an implantable (ins). It was reported that the patient could not get the remote control to work. Patient services walked caller through remote and patient was getting a warning screen to change batteries. Caller was advised to purchase new batteries and call back if additional help was needed. Patient stated that for the last couple days they felt as though their device was not working. Patient stated they had a return of symptoms. There were no further complications reported.